Manufacturer narrative:
Pump passed displacement test, basic occlusion, occlusion test, prime and excessive no delivery test. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 580 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm during infusion set change. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 580 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.